Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy pacemaker (crt-p) battery longevity has decreased approximately one year since the last device check approximately one week ago. The crt-p remains in use. No patient complications have been reported as a result of this event.